Event description:
It was reported that a pt underwent a sling procedure in the hammock position, and a vaginal pelvic organ prolapse repair with mesh in 2008. Three months later, the pt developed a urinary tract infection and was given an unk antibiotic which she took by mouth once per day until 2008. The urinary tract infection was resolved as of her visit to the physician in the same month.

Manufacturer narrative:
Date sent to the FDA: 05/15/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.